Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after device was implanted real time egm's exhibited noise. The device was checked the following morning and noise had subsided. The device remained implanted.